Event description:
The following has been reported: biomed reported: also have pump (B)(6) that needs evaluation logs are attached. No pt hard or infusion interruption. Asked biomed what was reported issue, waiting to hear back. 5/24/24 - biomed reported pump problem alarm with orange lights. No reports of patient harm or stopping an active infusion. The preliminary log evaluation shows that this is a clinical app anomaly; a repeat error on the lvp may fill up the outbound database. This was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Note - this customer has not updated their server to sw version 5.9.1 as of the date this complaint was received. Reporting as a conservative measure. No adverse effects were reported.